Event description:
The customer reported the steering mechanism was difficult to rotate and turn. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.